Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported impedances were taken at 0.7 volts with results of greater than 10,000 on one lead. The other lead was good except the last contact was high as well. The rep. Met with the consumer on (B)(6) and noted the consumer had suddenly been experiencing a "hot and uncomfortable feeling" in the implantable neurostimulator (ins) pocket. This started last week and would occur within 15-30 minutes of turning stimulation on. If stimulation was turned off the hot sensation would stay for a couple of days. The ins was turned back on and within 5 minutes the "hot and uncomfortable" sensation was coming back. There were no traumas or falls reported that could be related to this issue, and it wasn't related to positional movement. It was noted there were no issues with recharging. Relevant medical history includes failed back surgery syndrome and spinal pain. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative that indicated x-rays were not performed. Reprogramming w as done at the last appointment and the patient was encouraged to follow up with the rep as needed, but the rep had not heard from the patient since the appointment. The reported event date is approximate.